Event description:
The device was used during a laparoscopic partial gastrectomy procedure. Reportedly, the knife did not cut. While unloading the disposable loading unit, the knife blade disengaged. The surgeon completed the procedure with another device. The hosp has reported that no pt injury occurred.